Manufacturer narrative:
(B)(4) - the lead has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported when the trial lead was being removed following a trial the lead got "snagged" somewhere in the vertebral column. The lead ultimately "broke off" just above the proximal electrode, and the broken piece remained in the pt. There was no pt injury.